Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the reload stopped stapling after 1.5mm and staples were irregular. It was reported that there was no patient injury.